Event description:
It was reported an unspecified malfunction/issue reported. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event. At around 2am, the patient¿s alarm started to go off and continued until the following morning (it was not clarified what alarm the parent was hearing). Around 9am, the patient¿s parent checked in on the patient and found the patient¿s betobionics ilet insulin pump was not providing the patient with any cgm readings and was not delivering any insulin. There was an error message on the patient¿s pump but the specific error message could not be recalled. The patient¿s bg meter reading was tested and found to be high mg/dl. Shortly after this, the patient was experiencing disorientation and his eyes were open but he would not blink. The patient¿s mother called 911. Once emergency medical services (ems) arrived, the patient was transported to the ER where his bg meter reading was 659 mg/dl. The patient was admitted to the ICU for one week. He was treated with IV insulin and other unspecified medications. The patient was discharged on (B)(6) 2026. Issue also reported to betabioinics. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue reported. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event. At around 2am, the patient¿s alarm started to go off and continued until the following morning (it was not clarified what alarm the parent was hearing). Around 9am, the patient¿s parent checked in on the patient and found the patient¿s betobionics ilet insulin pump was not providing the patient with any cgm readings and was not delivering any insulin. There was an error message on the patient¿s pump but the specific error message could not be recalled. The patient¿s bg meter reading was tested and found to be high mg/dl. Shortly after this, the patient was experiencing disorientation and his eyes were open but he would not blink. The patient¿s mother called 911. Once emergency medical services (ems) arrived, the patient was transported to the ER where his bg meter reading was 659 mg/dl. The patient was admitted to the ICU for one week. He was treated with IV insulin and other unspecified medications. The patient was discharged on (B)(6) 2026. Issue also reported to betabioinics. The patient was ¿fine¿ at the time of report. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that no sensor/app session was active on the date of the reported event. No additional patient or event information is available.